Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer's insulin pump received a failed battery test or well as an off no power anomaly. It was reported that the customer's brother pushed buttons on the insulin pump prior to the incident. Customer's blood glucose level was unknown. No troubleshooting occured.